Manufacturer narrative:
Follow-up information was received that stated the outer package (paper-plastic envelope), the inner package (paper folder), and the product were all related to product code j341. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and absorbable suture was used. During the procedure, the user saw that the inner packaging did not match the outer packaging. Additional information was requested. There were no adverse patient consequences reported.